Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the ptfe pad of the device was severly worn and partially separated. The manufacturing history was reviewed, with no irregularities noted. Considering the eval result of the device, omsc concluded that the severe wear and separation of the ptfe pad occurred since the user activated output without grasping anything (including after the tissue separated) while the grasping section is closed, which caused a local increase of the temperature due to a friction between the probe tip and the grasping section. The instruction manual of the device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the eval, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that during a laparoscopic radical prostatectomy, the subject device was used. After 10 minutes of use, the ptfe pad of the device was separated and it could not be used any more. The procedure was completed with another thunderbeat. There was no pt injury reported.